Manufacturer narrative:
No injury was associated with the reported incident, and no medical intervention was required; the device was left in situ without clinical sequelae. The device still occluded the potential feeder vessel and there were no complications. The device was placed in a larger vessel than indicated for use. The physician determined the device was placed appropriately and was safe and effective. No additional follow-up was needed specifically for the migration as determined by the physician. The device was not returned for evaluation; a manufacturing record review revealed no deviations relevant to the complaint investigation.

Event description:
It was reported that a patient undergoing an abdominal aortic aneurysm (aaa) procedure had a branch of the inferior mesenteric artery (ima) identified as a potential feeder vessel. The physician elected to occlude the vessel to reduce the risk of a future endoleak and deployed a lobo-3 occluder. The physician estimated the vessel diameter to be between 3-4 mm and proceeded with use of the device outside its intended vessel size range, acknowledging an increased risk of migration. The stent graft was subsequently placed and expanded. Approximately 5 minutes after lobo deployment, the physician observed that the device had migrated approximately 5 mm. A post-procedure measurement determined the vessel diameter to be 4.08 mm.